Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to corroded keypad traces. No vibration anomaly or audio anomaly was noted. The insulin pump was received without the original belt clip. The functional testing could not be completed due to the unresponsive buttons. No moisture damage was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 273 mg/dl at the time of the call. The customer stated that they received a low reservoir alarm before the button error. The customer stated that they stuck the insulin pump in their bra before the alarmed occurred. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.